Manufacturer narrative:
(B)(4). This report is a duplicate of report #1423500-2012-14851 all evaluation information can be found in the master report number: 1423500-2012-14851.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:01:15. During night drain cycle eight, the patient's ultrafiltration reading was 2511ml, indicating the home patient (hp) drained 1511ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.